Event description:
On 7/24/98 the account reported a nonrective result for the hepatitis c virus 2.0 eia assay, lot 40002m400, on a pt sample which later tested positive with hepatitis c virus "riba" assay. The "riba" assay reported the following bands present: 5-1-1, c100-3, c22-3. A second sample from the pt was tested 8/3/98 with lot 42227m100 and nonreactive results were reported. Repeat testing was performed with the second sample and nonreactive results were obtained agin with the hepatitis c virus 2.0 eia assay. The first sample wa not available for repeat testing. Positive results were obtained for the second sample with the "riba" assay.